Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "air sensor malfunctioning" , which was reproduced while running a loaded set. The symptom was confirmed as air in line! Alarms were found during a review of the event history log. A failed upstream sensor with continuity on the tail pins was the cause. The failed upstream sensor was replaced.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. Any patient involvement, injury or medical intervention is unknown.